Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported the rate independently changed resulting in the pt receiving more medication than intended. The device was programmed to deliver cathflo activase at a rate of 17ml/hr with a volume to be infused of 50ml and the delivery was started. No further programming parameters were provided. Approximately thirty minutes later, it was noted, the infusion was complete. Reportedly, the "rate changed from 17ml/hr to 100ml/hr, probably when the pt had unplugged the device to use the restroom." There were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional information.